Manufacturer narrative:
T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been receiving multiple occlusion alarms since switching from humalog to apidra insulin. The customer's blood glucose (bg) level was 400mg/dl and a manual injection was administered to address the bg level. The customer changed their pump supplies but the occlusion alarms continued. The customer performed a site and infusion set tubing change after not observing insulin exiting the infusion set tubing. A pump system check was performed with the current supplies and insulin was once again not observed exiting the infusion set tubing. Subsequently, the customer accidentally tapped change cartridge leading to a valid minimum fill estimate alarm. The customer declined any additional troubleshooting and stated that they would speak with their healthcare provider in regards to reverting back to humalog insulin.